Manufacturer narrative:
Additional information provided in d.9., e.1., h.3., h.6. And h.11. Seven unopened probes, with tip protectors, in a bag were received. Three randomly selected samples were visually inspected and were found to be conforming. The three randomly selected samples were then functionally tested for actuation and cutting and were found to be conforming for both functional tests. A review of the device history record traceable to the lot number obtained from the device's radio frequency identification tag, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The investigation conducted a non-conformance review of the lot number obtained from the device¿s radio frequency identification tag. No deviations were identified, and all corresponding production release specifications defined in the device master record were met. Based on the evaluation of the information and materials received, the investigation concluded that the root cause of the reported event is not determined as the returned samples were conforming for all visual and functional testing. No further investigative or manufacturing actions are warranted at this time due to that the returned samples met specifications. All probes are hundred percent visually inspected and tested for actuation, aspiration, and cut during manufacturing. Receipt of additional relevant information or supporting materials will prompt a re-evaluation of the complaint investigation. Complaint data for all products is reviewed monthly to monitor for adverse trends. During the last review, adverse trends were observed for the reported product and event combination. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. No further action warranted at this time. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is:(B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A nurse reported that the cutters stops working at an unknown timing of surgery. The procedure type was unknown. It was unknown if the surgery was completed. No patient impact was reported. Additional information received that cutter worked initially and then stopped during the procedure. The procedure was completed with a new cutter with no impact to the patient.